Event description:
Information received indicated that just prior to use, during unit set-up the distal tip of the device was noted to crack with handling. The unit was not used and was replaced intra-operatively with no patient effect.